Event description:
It was reported that the monitor detected that the patient experienced a bradycardia. Upon x-ray examination, it was noticed that this right ventricular (rv) lead was dislodged which caused loss of capture. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.